Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat incomplete uterovaginal prolapse, a cystocele, and a rectocele. The outcomes attributed to the device were pain, erosion, bleeding, dyspareunia, vaginal stricture, embedded mesh at vaginal stricture site, and bowel difficulties. It was reported that the patient underwent mesh removal on (B)(6) 2008. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent the concurrent procedures of a tvh, modified mc call¿s culdoplasty and cystourethroscopy during mesh implantation.

Manufacturer narrative:
Date sent to FDA: 06/13/2016. It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) due to vaginal mesh erosion, pain from mesh scarring and clitoral hood abnormalities.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.